Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient complained about three infusion sets fell off during use on 07-jun-2024. Infusion sets were in use for less than an hour for two sets and remaining one was in use for overnight. Patient blood glucose at the time of issue was 400 mg/dl patient replaced infusion set and resumed insulin successfully. No further information available.